Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 sc biopsy forceps was used in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, a metal splinter was noted when the jaws of the forceps came out of the working channel. A photo provided by the customer confirmed this event. The biopsy forceps was removed and another radial jaw 4 sc was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of device contamination with chemical or other material. Block h10: the returned radial jaw 4 sc device was analyzed, and a visual inspection observed that the clevis was bent. Under magnification of the microscope, there were no foreign materials present on the returned device. The picture provided by the customer shows the biopsy forceps inside of the patient with an object like a "small stick" inside between the closed jaws. However, it is not possible to determine with the picture what kind of object it can be. The reported event was not confirmed. Based on all available information, no evidence of any foreign material was found on the returned device. In the image provided by the customer it is possible to observe an object like a "small stick", however, this object cannot be defined or identified. Therefore, the investigation conclusion is no problem detected since the device complaint or problem cannot be confirmed. The clevis bent could have occurred because of manipulation or technique used during the procedure since there is no previous reported information about this issue. Therefore, the most probable root cause of the investigation finding clevis bent is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 sc biopsy forceps was used in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, a metal splinter was noted when the jaws of the forceps came out of the working channel. A photo provided by the customer confirmed this event. The biopsy forceps was removed and another radial jaw 4 sc was used to complete the procedure. There were no patient complications reported as a result of this event.